Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3 and leaflet calcification. A mitraclip ntw was inserted and deployed on the mitral valve, reducing mr to a grade of 1. On (B)(6) 2025, a transesophageal echocardiogram (tee) was performed and revealed that the clip had detached from the posterior mitral leaflet (pml) and remained attached to the anterior mitral leaflet (aml) (single leaflet device attachment/slda). The mr remained at a grade of 1. The patient was discharged from the hospital.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported slda was due to patient condition. There is no indication of a product quality issue with respect to manufacture, design, or labeling.